Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient has had "persistent streaks through lights" in their vision post-cataract surgery in the right eye. As a result, the patient underwent two yag procedures in (B)(6) and (B)(6) 2018. The symptoms have somewhat improved, but are still deemed as bothersome to the patient. The surgeon attributes this issue to iol dysphotopsia. Regarding prognosis, a lens exchange is being considered, as the surgeon feels that it has a high likelihood of resolving the issue. Additional information was requested, but has not been received.

Manufacturer narrative:
The lens is not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined.